Manufacturer narrative:
(B)(4) method: the complaint iw910 mobile infant warmer was returned to our service center in irvine, california. The returned components were serviced by a qualified fph service engineer and the head housing and heating element were returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed that the dome portion of the upper head case was cracked. Delamination of the outer plastic shell and surface crazing were also evident in this area. During the service, the heating element was found to be open circuit and the insulation washer was found to be missing. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The iw910jeu baby control mobile infant warmer was repaired and the warmer was returned to the customer after passing the required electrical safety and performance tests.

Event description:
A medical center in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.